Event description:
Caller reported a pump malfunction, which displayed malf 12 code and recurred after resetting. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump and decided to replace it. They also provided instructions for storage mode and return processes. Replacement pump was to be sent with updated software and the caller was given additional advice regarding sensor usage and pump management. Customer agreed to contact their healthcare professional for backup therapy, as none was immediately available.